Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Samples were not received for the investigation; however, a photo was provided by the customer. A visual evaluation of the photo was performed and it was determined that the cross spike was detached from the tubing line. A root cause and action plan will be documenter through a formal corrective and preventative action plan. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the product showed a leak in the diet connection. There was no patient harm reported.